Event description:
The recipient is reportedly experiencing intermittent lock and the device could not be read by the programming software. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
Additional device testing was performed. Lock was obtained, however, the device was still not able to be read by the programming software. The device is confirmed to no longer be functioning within normal limits.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires. In addition, the electrode was severed along the lead and near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken antenna coil wires. System lock was lost while manipulating the antenna. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed broken antenna coil wires. In addition, the electrode was severed along the lead and near the array prior to receipt which is believed to have occurred during revision surgery. The photographic imaging inspection confirmed broken antenna coil wires. System lock is lost while manipulating the antenna. The electrode condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The device had broken antenna coil wires. A CAPA was implemented. This is the final report.